Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total endoscopic gastrectomy, after the staple was closed, pressed key and the green safety button was activated, and when it was ready it couldn't be fired normally. It was replaced with a new product with the same model. There was no patient injury.

Manufacturer narrative:
Additional info; (model#, catalog#, exp date, UDI#). If information is provided in the future, a supplemental report will be issued.